Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer changed the cartridge and continued to use the pump for insulin therapy.